Event description:
It was reported that the manufacturer¿s representative (rep) noticed that his intended programmed values of 1.6 laying down and 2.4 upright were not there anymore; they had both changed to 2.0 for both. The adaptivestim feature was reviewed including position range settings and transition time and adjustments. It was reviewed with the clinician programmer and he had the patient set programming and it was confirmed the values stayed with the patient programmer (pp) when the patient moved from different positions. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).